Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of premature delivery ("preterm delivery") and pregnancy with contraceptive device ("pregnancy with complication") in an adult female patient who had essure (batch no. 020870-inv 641415) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure was removed on (B)(6)2016. At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experienced previous pregnancy episodes was captured under the cases (b)(64 (baby case) respectively. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of premature delivery ("preterm delivery") and pregnancy with contraceptive device ("pregnancy with complication") in an adult female patient who had essure (batch no. 020870/641415) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure was removed on (B)(6) 2016. At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes was captured under the cases (B)(4) respectively. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.